Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with low readings from the abbott diabetes care (adc) device. The customer received unspecified sensor scan results that were lower than those obtained from a competitor's device. The customer observed a horizontal trend arrow, indicating that glucose levels were changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat, lost consciousness, and subsequently contacted their healthcare provider, who administered insulin serum (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an issue with low readings from the abbott diabetes care (adc) device. The customer received unspecified sensor scan results that were lower than those obtained from a competitor's device. The customer observed a horizontal trend arrow, indicating that glucose levels were changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat, lost consciousness, and subsequently contacted their healthcare provider, who administered glucose serum for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The following sections has been updated: b5 - describe event or problem. H6 - adverse event problem: health effect - clinical code: e1206 hypoglycemia. All pertinent information available to abbott diabetes care has been submitted.